Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient safely, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 4.00mm x 12mm was returned for analysis. A visual and tactile inspection identified a kink in the hypotube shaft 82.5cm distal to the distal end of the strain relief. A visual and tactile inspection of the shaft polymer extrusion identified no issues. A microscopic examination of the shaft polymer extrusion noted that the inner wire lumen was stretched beneath the balloon material. A microscopic examination of the balloon noted that the balloon returned in a deflated state, however there were no tears, pinholes or damage issues noted to the balloon material. Distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands noted that the distal markerband was flattened. A wire insertion test identified the device could not be fully loaded on a 0.014-inch test guidewire due to the damage in the inner lumen and the damage to the distal markerband. A leakage test identified the balloon was attached to an encore inflation unit and inflated to rated burst pressure (20 atmospheres) without any issues. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of no problem detected based on the returned product analysis. This conclusion code is based on the available information and the review/testing conducted at the boston investigation site. The unreported kink in the hypotube shaft is indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established. The unreported inner lumen damage (stretched) and distal markerband damage (flattened) most likely occurred as a result of excessive force being applied to the device when it was being removed from the patient and/or during repackaging for product return.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient safely, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.